Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the pcba generator starter was replaced. The imaging system then passed the system checkout and was found to be fully functional. No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: initial reporter provided. The generator starter board was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The generator starter board was installed in a known good system. Motion and generator readied. Charging and communication were successful. 3d and 2d images were acquired. No fault was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No device/components were received by the manufacturer on the date of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was having generator errors. There was no patient present.